Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the patient has been trying to contact someone to assist but couldn't get anyone to help with recharging his implant. It was also noted that the patient's implant won't hold a charge for at least several months. Technical services (ts) suggested a manufacturer representative (rep) be present for an in-service visit.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the controller is refusing to connect to the implanted neurostimulator and patient is not able to change any of the group numbers or settings. Caller stated when patient unlocks the controller, it goes to the home screen but it won't allow the changes to stim settings. Patient service specialist asked caller to clarify and caller said the controller goes to looking for repaired devices but then it just blanks out and now says there are no paired devices, screen 16. Agent reviewed that may be because the ins battery was low, but the caller insisted the ins was able to charge, and was charged, but the controller wouldn't allow changes. Caller said they have already charged the controller and reset the controller as well. The issue was not resol ved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported the cause was not determined. The pt also reported the charging device is also splitting in half and turns off on it's own. The paddle wire is becoming frayed and pt requires a replacement. Pt reported they are unsure on the steps taken: pt had tried contacting the manufacturer about the issue. Pt reported the issue is not yet resolved and is unaware of what additional steps will be taken.